Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior to use with nothing noted out of the ordinary. The issue with the instrument occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to the instrument's jaws remaining static/not moving when the surgeon commanded movement. The issue was not related to unexpected motion while attempting to clip (e.g., the instrument¿s jaw swayed to the side). The issue did result in an incomplete closure of the clip and not related to clip opening after closure. Medium-large hem o lok clips were used for the procedure. The vessel or tissue bundle was not greater than what is specified in the instructions for use (IFU). The issue occurred on the 1st clip application and a different clip applier instrument was used to resolve the issue. Isi has received the medium-large clip applier instrument and completed failure analysis testing. The instrument was found to have a loose grip cable at the force amplification pulley. The instrument failed the intuitive motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium-large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not close completely when trying to clip. The procedure was completed with no reported injury.